Event description:
It was reported by a neurologist that a vns pt had a series of seizures and was hospitalized for one week. The pt was released from hosp on (B)(6) 2011. The pt resides in an assisted living facility and it was unk the frequency of her increase seizures compared to pre-vns baseline. Good faith attempts to obtain more info regarding pt's seizure increase have been unsuccessful to date.